Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts) to report that this pt may have developed an infection at the sternal incision. Subsequently, boston scientific received info that this pt was presented back to the electrophysiology (ep) lab. The local rep reported that the device and electrode were explanted as all of the incision sites had signs of infection.